Event description:
(B)(4).

Manufacturer narrative:
On july 17, 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On july 20, 2015, the report was sent to the initial reported and the case was closed.

Event description:
Ref (B)(4).

Manufacturer narrative:
Batch review performed on 03/04/2015: code 02.12.0412fr - lot 140356: (B)(4) items produced and released on 03/13/2014. No anomalies found related to the problem: washing and sterilization cycles have been correctly performed, following the specifications valid at the time of the production. To date, 10 inserts of the lot have been sold without any other similar issue. On 02/11/2015, the agent: confirmed the infection (the pathogen was staphylococcus aureus). Wrote that: "I was not able to obtain the explanted material because it was thrown away and not requested by the doctor."